Event description:
The doctor could not grate acetabulum by the instruments. Grater head made the irregular shaped acetabulum and the cup could not be fixed properly. The surgery was extended by 30 minutes.

Manufacturer narrative:
Related dimensional inspection of the returned products did not identify any discrepancy that would contribute to the reported event. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be re-opened.